Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while using, the toothbrush handle snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number was not reported, therefore a batch record review was not performed. The manufacturer performed a related product changes and manufacturing/facility review for a two year period ((B)(6) 2010 to (B)(6) 2012) and reported no related product changes or any manufacturing or facility issues during this time that would have affected production of reach total care plus massage toothbrush. A review of the data associated with this complaint category (breaks/falls apart with use and potential malfunction) revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from unspecified to 01310sg m1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: there were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. One toothbrush for lot 01310sg m1 was received. The toothbrush was completely broken approximately 1 cm below the thumb-grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle has been changed, validated and released in jan-2013. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 01310sg m1 was acceptable. No adverse trends have been noted with this product or lot. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces on the handle. During the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. The returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while using, the toothbrush handle snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while using, the toothbrush handle snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number was not reported, therefore a batch record review was not performed. The manufacturer performed a related product changes and manufacturing/facility review for a two year period (apr-2010 to 27-apr-2012) and reported no related product changes or any manufacturing or facility issues during this time that would have affected production of reach total care plus massage toothbrush. A review of the data associated with this complaint category (breaks/falls apart with use and potential malfunction) revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from unspecified to 01310sg m1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.